Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in experienced difficulty removing the needle. The following information was provided by the initial reporter: difficulty removing needle.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in experienced difficulty removing the needle. The following information was provided by the initial reporter: difficulty removing needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown . Device manufacture date: unknown.